Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during dwell 5 of 6. The hp would finish with manual supplies. Baxter product surveillance contacted the hp on (B)(6) 2011. She stated that she did not use manual supplies, but completed therapy by starting over with new supplies and everything went well. She had not disconnected prior to the alarm. She did not see any air in the lines, nor did she notice anything unusual about her supplies that night. She had informed her nurse of the event, and therapy has been going well since. There were no adverse effects reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if any additional information is received.